Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger would not power on. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon evaluation, the power brick connector was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damage power brick connector. The pt received a replacement battery charger.